Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 21st march, 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated the headlight cover was broken resulting in missing particles. According to the getinge technician, the covers were broken due to the user not using the handle on the light and grabbing the light by the lens. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the technician remarks, the broken covers (ard368611998 set transparent plastic cover - l50, ard368608998 s/a lower cover with dimmer - l50, ard368609996 l50 - s/a upper cover with fork v3) were replaced and the repair was completed. Based on the information collected, it was established that when the event occurred, surgical light did not meet its specification due to cracked transparent and headlight covers with missing particles, which could be considered as technical deficiency, and in this way device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing reportable events for this type of issues we were able to establish that the received incident of cracked headlight cover with missing particles occurs at moderate ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by subject matter expert at manufacturer¿s, the incident investigated herein is due to a mechanical stress or an inappropriate use. If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. To prevent any incident the lucea 50-100 user manual mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.